Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in shock impedance measurements. At follow-up, it was noted that the patient¿s left ventricular (lv) ejection fraction had improved and the physician felt as though the system was no longer needed. Surgical intervention was taken to explant the system. No additional adverse patient effects were reported.